Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented through merlin.net transmission after receiving appropriate hv therapy. Upon interrogation, alerts for hv circuit damage, hv lead issue and low hv lead impedance were observed. Analysis of stored egms revealed low, out of range, hv lead impedance, possible hv circuit damage and aborted therapy. Device was explanted and replaced. Patient was discharged with no complications.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported field event of inappropriate hv therapy was confirmed via device image. The reported field event of output anomaly was confirmed in the laboratory. The device was tested on the bench and damaged hv output transistors were observed. The transistor damage was caused by hv delivery into a low impedance load. The cause of the output anomaly was due to delivery of hv therapy into low impedance loads. The cause of the low impedance load could not be determined.